Event description:
Additional information received from the health care professional (hcp) reported that the troubleshooting performed related to the symptoms included turned the device off, reprogramming, etc. It was too soon to tell what the cause of the abdominal back pain and burning sensation was. It was just removed two days ago.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va01fg5, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that patient was having an issue that wakes her up at night only when laying down she was getting abdominal back pain, a burning sensation, and she was not sure if it was being caused by the implantable device. The patient reported stimulation issue with positional movement. The patient indicated that they had an abdominal surgery over a year ago (which was also similar time frame to when patient reported problems started) which the patient though could possibly be related to scar tissue from that but patient does not think it is. The patient tried turning stimulation off for a couple days and the problems decreased but did not totally go away. The patient has an upcoming appointment with managing health care provider (hcp) on monday. Information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.